Event description:
It was reported that the patient¿s implantable neurostimulator (ins) heated up when charging and which was noted as a burning sensation on the left side of the implant. Reprogramming of the device was reported as an action taken as a result of the event. Diagnostics and troubleshooting were performed but no details were reported. The patient¿s status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that no cause was determined. The patient was reprogrammed and was doing well. There was no burning sensation with recharging at the time of report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.